Event description:
Customer reportedly, obtained results of 221 mg/dl, 105 mg/dl, 159 mg/dl, and 111 mg/dl on the compact plus system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.